Event description:
Complainant alleged that while defibrillating a male pt, an arc was heard from the electrode pads. Complainant indicated that the electrodes were removed from the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.